Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter caps and blood port caps. The fibers were wet with indication of blood contamination. Gross visual examination of the fiber bundle noted the fiber membrane was streaked with blood and coagulated blood was also noted within each header cap. Visual examination did not identify any defects or damage on or within the returned dialyzer. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the cavity ID end potting cut surface. The dialyzer was then subjected to a destructive disassembly to better isolate the leaking fiber. The fiber bundle was removed from the dialyzer housing, and the non-cavity ID end of the dialyzer was cauterized. The fiber bundle was submerged in lukewarm water, and low air pressure (between 2 to 4psi) flowed through the fiber bundle from the cavity ID blood port in order to isolate the leaking fiber. Visual examination of the submerged fiber bundle observed a steady flow of bubbles on the circumference of the fiber bundle. The leak was observed at approximately 160 degrees on the cavity ID end with the dialysate port situated at 0 degrees. The reported complaint is a confirmed fiber leak due to a broken fiber found at the cavity ID end during isolation of the leaking fiber. The complaint investigator was unable to isolate the opposing end of the broken fiber (if present). Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surfaces of both potting masses were examined for voids, which no voids were noted.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was not visually observed. Blood test strips were used and tested positive. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 200ml. No adverse effects were experienced by the patient and no medical intervention was required. The patient did not complete treatment, however, there were only a few minutes remaining in the treatment when the leak occurred. The dialyzer was available for manufacturer evaluation and was requested to be returned.